Event description:
Reporter indicated that pt is experiencing an increase in seizure activity (20-30 seizures per day). It is not known at this time whether it is an increase since vns implant, or if the increase is above the pt's pre-vns baseline frequency. It was later reported that the pt is now experiencing neck and chest pain with a shocking feeling. The pt reports that they can no longer feel stimulation. Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Lead break is suspected. Neurologist plans to perform x-rays to rule-out any discontinuities in the ncp system.